Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck collet in the problem area of the pipetter assembly. The fse cleaned the collet and replaced the tip clamp, plunger clamp and lld spring. The instrument was inspected, tested without further problem, and returned to service.